Event description:
It was reported that following a sling procedure in 2008, the pt had an add'l procedure to remove urine from her bladder due to total urinary retention and loss of mobility. A second surgery was performed to loosen the sling in 2008. The pt continued to have urinary retention, pain and recurrent infections but was able to retain partial mobility and some urinary function. In 2009, a third surgery was performed to remove a portion of the sling. The doctor noted multiple irregular flaps of the anterior vaginal wall with irregularity and deformity; however, the pt was able to urinate with some difficulty and continued to have pain and frequent infections. In 2010, a fourth surgery was performed to remove the sling from the retropubic space in the periurethral area and in the obturator fascia. The pt continues to experience pain and persistent infection.

Manufacturer narrative:
No sample was returned for eval. The lot number is unk therefore, no review of the device history record could be performed. The instructions for use for this product speaks to the proper use and storage of the product. In the warning section, the IFU states: "the implant procedure and instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedure." In the precaution section, the IFU states: "postoperative retropubic bleeding may occur in some pts and must be controlled prior to pt release." In the potential complications section, the IFU states: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).